Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd)/r-unit, however, the exact cause of the defect could not be specified. It likely the defect occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem was partially confirmed. The green colored image and white balance was no good was found due to a defective charged coupled device unit and video cable unit. The other report of ¿tip a bit hot¿ could not be confirmed or reproduced. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported, during preparation for use, the ¿tip a bit hot, green image color and white balance is not good¿ with the endoeye high definition ii autoclavable video telescope. There was no delay and the scheduled therapeutic left hemicolectomy was completed using a similar device. No death or injury and no impact to patient or other was reported to olympus. This report is being submitted to capture the green colored image defect.